Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited a blower temp high alarm while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device log files were provided for evaluation. The reported malfunction was confirmed in the device log files as the blower temp was found to be increasing and the device provided an alarm to the user as designed. Technical support advised the biomedical engineer at the hospital to check the sinister bronze filter as it may be clogged. Additional follow ups were sent to the customer and no response was provided; therefore, root cause is unable to be determined.